Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The microsensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed (serial #(B)(6) of product 826850 does not exist, and could not be associated to our lot numbers). The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a demonstration to customers, a cerelink sensor suddenly failed when pressure applied to the piezo resistive strain gauge and plunged to 49mmhg before receiving cable alarm.